Event description:
¿On (B)(6), a patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. On (B)(6) 2025, following initiation of dialysis treatment, the presence of air bubbles was observed in the hemodialysis circuit, specifically in the red line connected to the blue lumen of the glidepath catheter. No visible fissures were initially identified, as the suspected break was located beneath the patient's tegaderm dressing. The catheter was later found to be ruptured at the junction between the outer catheter tubing and the plastic hub. The patient was transferred to interventional radiology for an emergency evaluation of the dialysis line. After the dialysis line was changed and the defective catheter was retrieved, the catheter break was confirmed. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received through follow up, and the complaint was reassessed for reportability. Based on the updated information indicating that the catheter was removed by interventional radiology, the event was determined to be reportable as a serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10cm d/l glide path catheter was returned for sample evaluation. Along with return sample one photo was provided for the review. Visual, microscopic visual, tactile and functional evaluations were performed. A partial circumferential break was noted on the distal end of red luer extension leg. The edges of break on the was noted to be jagged and surface was noted to be granular. No evidence indicating loose fitting was noted near the tissue cuff. Hydrostatic pressure test was performed, and bubbles were noted within the red luer extension leg during testing. Partial break was noted in photo review. Therefore, the investigation is confirmed for the reported fracture and air in device issue. However, the investigation is unconfirmed for the reported loose connections issue as the sample evaluation results indicating no difficulty/issue during testing. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2, b3, b5, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis placement procedure using the glidepath hemodialysis catheter. Post the procedure the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.